Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that a PICC inserter placed the PICC using 3cg technology. The inserter inserted the PICC on left arm as per their usual protocol and procedure on the (B)(6) 2023. It is policy at xx for all piccs to be x-rayed following insertion to confirm placement. Upon examination of the chest x-ray it showed the PICC tip having flipped and migrated up the ij, not in the caj as our sherlock technology confirmed. There was peaked p-waves and green ECG strip with lollipop indicating correct position + correct depth. Clinician also noticed a negative deflection and pulled back the PICC to ensure highest peak wave with no negative deflection. They externally measured 39cm¿s and place it 42cm¿s in with a 8cm external length. The PICC was trimmed to 50cm. The following day on the (B)(6) 2023 clinician did an over the wire exchange and replaced the PICC with nil issues. Once the PICC was inserted it went straight to x-ray to get tip placement confirmation. Upon investigation, there was no excessive pressure flushing, no power injection, it was secured with secur-a-cath with no sign of PICC migrating back, guidewire marked at correct position with sterile tape to ensure guidewire stayed still (if it moved back they could push forward to tape line to ensure correct position, client does not bend the guidewire over the bung to mark position). Patient had a history of pulmonary effusion with a tap in site, slightly short of breath but no coughing or vomiting to cause PICC flip. Clinician states there was no change in practice, and it has only happened this once. Clinician has supplied the sherlock 3cg final confirmation file with ECG strip and chest plate shot. Caused a delay in treatment as they could not use the PICC.

Event description:
It was reported that a PICC inserter placed the PICC using 3cg technology. The inserter inserted the PICC on left arm as per their usual protocol and procedure on the (B)(6) 2023. It is facility policy for all piccs to be xrayed following insertion to confirm placement. Upon examination of the chest xray it showed the PICC tip having flipped and migrated up the ij, not in the caj as our sherlock technology confirmed. There was peaked p-waves and green ECG strip with lollipop indicating correct position + correct depth. Clinician also noticed a negative deflection and pulled back the PICC to ensure highest peak wave with no negative deflection. They externally measured 39cm¿s and place it 42cm¿s in with a 8cm external length. The PICC was trimmed to 50cm. The following day on the (B)(6) 2023 clinician did an over the wire exchange and replaced the PICC with nil issues. Once the PICC was inserted it went straight to xray to get tip placement confirmation. Upon investigation, there was no excessive pressure flushing, no power injection, it was secured with secur-a-cath with no sign of PICC migrating back, guidewire marked at correct position with sterile tape to ensure guidewire stayed still (if it moved back they could push forward to tape line to ensure correct position, client does not bend the guidewire over the bung to mark position). Patient had a history of pulmonary effusion with a tap in site, slightly short of breath but no coughing or vomiting to cause PICC flip. Clinician states there was no change in practice, and it has only happened this once. Clinician has supplied the sherlock 3cg final confirmation file with ECG strip and chest plate shot. Caused a delay in treatment as they could not use the PICC.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter malposition is confirmed but the root cause could not be determined. One 5 fr d/l powerpicc solo was returned along with one photo of a chest x-ray. An initial visual observation revealed use residues along the returned powerpicc solo. After analyzing the returned chest x-ray and sending an email requesting information from dr. Blomquist regarding the x-ray, it was observed that the catheter was cut to an appropriate length. In dr. Blomquists analysis it was observed that the tip of the catheter was overlying the right internal jugular vein. A potential cause of failure, as stated by dr. Blomquist, may be related to a ¿right sided pleural effusion and right hilar fullness causing a more central venous occlusion or narrowing¿. No breaks or kinks in the catheter could be found in the returned chest x-ray. It appears the patient¿s anatomy or underlying medical issues may play a role in the catheter malposition, but an exact cause could not necessarily be determined. Because the catheter is observed to be in the incorrect location of the patient¿s chest, the complaint of catheter malposition is confirmed. This complaint will be recorded for future trending and monitoring purposes.